Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut and was found to be non-conforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks and gouge marks were observed along the inner cutter. Yellow foreign material was observed along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe had a cut failure, and also indicated that the probe had an actuation failure. The root cause for the cut and actuation failures is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. Although the reported event was reported to have occurred prior to surgery, it appears that the probe has experienced a use much greater than the typical timeframe of the vitrectomy portion of the procedure. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed cut and actuation failures were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the vitrectomy probe head did not cut before vitrectomy surgery. The procedure was completed with another pack. There was no harm to patient.